Manufacturer narrative:
The device was returned to olympus for evaluation and inspection. In addition to the lack of image displayed, the device evaluation found coupler was stuck with the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that no image was displayed due to a damaged cable unit. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number belongs to a discontinued model number. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a cable failure. The event can be detected/prevented by following the instructions for use which state: "1) never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "2) do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "3) never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.